Event description:
Customer reported that they had difficulty in detaching the 15mm connector of tracheostomy tube from the ventilator connection of the ventilator. Patient was re-cannulated.

Manufacturer narrative:
The lot number is unknown, therefore, the date of manufacture cannot be determined and the device history record cannot be reviewed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.